Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).